Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2022 by arthroscopy, sports medicine, and rehabilitation titled "comparison of posterior cruciate ligament reconstruction using an all-inside technique with and without independent suture tape reinforcement." The study reviewed nineteen (19) patients who underwent knee procedures using arthrex swivelock to treat acl/pcl instability. One (1) patient had to have a meniscal surgery with chondroplasty (second surgery) during the thirty-four (34) month follow-up period. Ref: therrien, e., et al. (2022). "Comparison of posterior cruciate ligament reconstruction using an all-inside technique with and without independent suture tape reinforcement." Orthop j sports med 10(11): 23259671221137357.